Manufacturer narrative:
The company representative replaced the battery and alarm continued. There was no reaction on power switched (the pump is on after connecting the plug, but hangs on the initial screen , the battery was charging). He verified the fault log. The company representative replaced the solenoid driver board ((B)(4)). Solenoid controller board had a burned capacitor (c12). The board was sent to the vendor for failure analysis. The vendor's production operator removed the burned capacitor at which time the capacitor fell apart into pieces and further analysis could not be completed and exact root cause could not be determined. Internal filed: (B)(4).

Event description:
The company representative reported that during a routine check and in-service training session on the iabp, they observed that the iabp was connected to power supply, battery charging, after turn on heard a continuous alarm (alarm daughter board), burning smell from the vents below the printer. No patient was involved.